Manufacturer narrative:
It was reported that a flowtron universal unit "does not recognize a stocking when inserted". A nurse was helping patient back to bed/repositioning when they noticed that one of the two garments was not inflating, the device showed an 'x' instead of the mmhg, the device did not alarm. According to the customer "patient has ultrasound taken and was later found to have a dvt on that side. Patient required ivc filter and symptomatic- increased hr, fever,signs of sepsis. When tested that night, the machine shows 'none' on the right side sock indicator- which normally indicates no sock is attached however it is doing this even when a sock is attached." The device returned to arjo service center for inspection. Upon inspection one tubing was found defective. The pump screen was showing that one tubing is not connected and therefore was not inflating the garment. After changing the tubing the pump was found in good working condition. The inspection confirmed the customer's allegation that one of the garment was not inflating and that there was a warning displayed on the screen informing the user that the garment is not connected. The inspection did not confirm customer's allegation of the 'x' message on the screen and that there was no alarm. When the product was tested the 'x' message was not visible, and the pump's visual and audible alarms were working as intended. Product instruction for use (IFU) 507933en_02, warns: "it is responsibility of the care giver to ensure that the user can use this product safely"; IFU states: "the primary application of the flowtron universal system is for the prevention of deep vein thrombosis (dvt), when combined with an individualized monitoring programme. These systems represent one aspect of a dvt strategy; of the patient's condition changes the overall therapy regimen should be reviewed by the prescribing clinician." "While using the system, the patient's limbs should be checked during every shift, and more often if the patient has known circulatory or skin problems or is diabetic." "Recommanded checks: check display symbols to confirm that the correct type of garment has been connected. During garment inflation, check the display to confirm that the correct pressure is being applied and that there are no fault messages appearing." "If a garment is disconnected while the pump is running, the system will alarm lo. " in the complaint at hand, the nurse noticed an issue with the flowtron when helping patient back to bed or repositioning, which could indicate that the device could have been prepared for use or the nurse could be monitoring the patient. In operation section of the instruction for use (IFU), the recommendation includes to check the display symbols to confirm that the correct type of garment has been connected and to regularly check the garments if they correctly fit to the patient. When a fault condition occurs it will be visible to the user, since the product will display a warning symbols and alarm will sound. The customer stated that they did not notice the alarm. Based on the product IFU we know that "if the same fault continues for 10 successive inflation (up to 10 minutes), the audible alarm will sound, the red alarm light flash and a message will appear on the display until corrective action is completed". The nurse might not have heard alarm because the product fault was not continues for 10 minutes. The device was used for the patient treatment when it failed - the tubing was defective, and therefore was involved in the reported incident, however the pumps' features such as warning was displaying on the screen and alarm was working as intended. The defect itself is unlikely to lead to a serious injury. The defect is visible during product inflation and during regular patient monitoring. Additionally, the product inspection showed that the alarm was working as intended. Therefore, the link between the product failure and the patient outcome could not be established.

Manufacturer narrative:
The customer indicated 3 issues that occured: 'x'symbol displayed, no alarm, one garment not inflating and 'none' message on the screen. This information were verified. We could only confirmed the 'none' message and that one of the garment was not inflating. The alarm was working as intended, the system was displaying the warning on the screen as required. Therefore, the issues with the product were noticeable during regular patient care. The gathered data are analyzed. Once the conclusion is available, a supplemental report will be provided.

Event description:
It was reported that a flowtron universal unit "does not recognize a stocking when inserted". A nurse was repositioning the patient when they noticed that one of the "2 'socks' was inflating and noted that the 'sock' on that side was not inflating. At no point did the machine alarm with an issue and it is unknown how long the machine was not working properly." The customer tested the unit and indicated that there was a foot indicator showing 'none' on the display. The device inspection showed that one tubing was defective. The pump screen was showing that one tubing is not connected and therefore was not inflating the garment. After changing the tubing the pump was found in good working condition.

Manufacturer narrative:
Investigation is pending completion. Once the conclusion is available, a supplemental report will be provided.